Event description:
It was reported that during explant procedure, set screw on device header appeared to be stripped. The physician could not unscrew and remove the pace/sense portion of the rv lead. The ICD was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory. The cause of the anomaly was due to silicone, septum material found inside of the rv df-1 and v is-1 bi set screw hex cavities. The silicone, septum prevented full insertion of the torque driver into the hex cavity. It was also noted at the rv df-1 and v is-1 bi septa were found to be damaged.